Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty with the lead. It was noted that before screw the lead, the patient experienced a cardiac tamponade. Pericardiocentesis was performed. The lead was not implanted and was not replaced. No further patient complications have been reported as a result of this event.